Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a "right side deflation". Device remains implanted.

Event description:
Healthcare professional reported a "right side deflation". Device has been explanted, replaced, and discarded.

Event description:
Device has been explanted.